Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer was recently hospitalized due to a blood glucose level of 42 mg/dl. Caller stated that the customer was unable to prime the insulin pump and insulin was squirting out of the device. Customer was not wearing the insulin pump at the time of the hospitalization, but had been off of the device for less than 48 hours. Blood glucose level at the time of the call was 338 mg, which was to be treated with manual injection. The insulin pump was not replaced or returned for analysis.